Event description:
The instructions were good but after 8 weeks the bottom side fell off the top side. Now it is too thin and impossible to glue together. Please provide another one.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as tot he root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, s choking is possible as a result of delamination.